Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown if there are plans to reimplant the patient with new device as of the date of this report, (B)(4) 2014.

Manufacturer narrative:
(B)(4). Device not returned to manufacturer.

Manufacturer narrative:
No additional information as been provided as per the date of this report. This report is filed september 16, 2014. Device analysis report is not available.